Event description:
It was reported that after the first pass with the subject retrieval device to remove a clot from m1-m2 branches of the left middle cerebral artery (mca), embolization to new a2-a3 branches of the left anterior cerebral artery (aca) territory occurred. Two more passes were made with the same device to remove the left m1-m2 mca clot. A new trevo device was used to remove the clot from the left a2-a3 aca. The physician stated that the reported event was not related to the device or procedure.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.the device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that after the first pass with the subject retrieval device to remove a clot from m1-m2 branches of the left middle cerebral artery (mca), embolization to new a2-a3 branches of the left anterior cerebral artery (aca) territory occurred. Two more passes were made with the same device to remove the left m1-m2 mca clot. A new trevo device was used to remove the clot from the left a2-a3 aca. The physician stated that the reported event was not related to the device or procedure.